Manufacturer narrative:
No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. A device history review for lot was reviewed and no anomalies were noted.

Event description:
An event involving jelco viavalve safety IV catheter reported that during intravenous access, venous entry was successfully achieved; however, the catheter began leaking just below the hub. The intravenous (IV) was discontinued due to the defective catheter, and a new IV was initiated. The replacement catheter exhibited the same issue, with leakage occurring below the hub. Inspection revealed a hole at the base of the hub. As a result of this incident, additional, unanticipated care and testing were required, along with a prolonged procedure, necessitating three IV cannulation attempts due to faulty equipment. There was patient involvement and no harm/adverse event reported.